Event description:
A doctor reported to baxter (B)(4) that a leakage from the junction between silicone tube and catheter connector was found during use. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed, the cause was not identified. During the evaluation of the returned sample the alleged issue was not duplicated, and no manufacturing abnormalities were identified. The lot number was not provided; therefore a batch review was not conducted.